Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following information was provided by the initial reporter: consumer reported when taking injection, no medication flows.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary the customer returned (22) open 32g 4mm pen needles from lot#2263352, reporting needle clog. The pen needles were visually inspected and observed (8) bent cannula npe, (11) broken cannula npe, and no issues on the remaining (3) pen needles. A functionality clog test was performed on the (3) pen needles and proper flow of fluid was observed. Most likely the customer's reported failure occurred due to bent and broken npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent and broken cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 19 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following information was provided by the initial reporter: consumer reported when taking injection, no medication flows.